Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that the blood glucose dropped 56 mg/dl. The customer reported that they also experienced high blood glucose of 368 mg/dl. The customer's blood glucose was 153 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.